Event description:
Initially, the customer called baxter technical service regarding an unrelated alarm which occurred on the homechoice (hc) machine during peritoneal dialysis (pd) therapy. The solution was provided over the phone. During the conversation the customer stated that the home patient (hp) has peritonitis. On (B)(4) 2011, baxter product surveillance followed up on the report of peritonitis and received the following information from a peritoneal dialysis nurse (pdn) from the hp's dialysis clinic. The pdn confirmed that the hp was diagnosed with bacterial peritonitis on (B)(6) 2011 coincident with 2.5% dianeal therapy (dose, frequency, and lot not reported). There was no exit site or tunnel infection associated with the peritonitis. The hp received remedial treatment first with cefazolin and fortaz, and then with vancomycin (dates, doses, frequencies, and lots not reported). The patient was not hospitalized for the peritonitis event. The pdn reported that pd therapy was ongoing. At the time of this report the patient had fully recovered from the event of peritonitis. The cause of the peritonitis was unknown. The pdn stated that in her opinion the cause of the peritonitis was not related to a baxter device or solution. Concomitant medications were not reported .

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified a batch review was performed for potentially associated lot numbers gd889485 and gd887695 with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.